Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for initial hip dislocation event is serious and is considered severe event is probably related to device and is possibly related to procedure. Date of implantation: (B)(6) 2010. Date of event (onset): (B)(6) 2014 (left hip). Treatment: revision on (B)(6) 2014 of left hip head and liner.

Event description:
On (B)(6) 2014 the patient had an open reduction of left hip arthroplasty and revision of the acetabular liner component to a constrained poly liner to address irreducible dislocation of left hip arthroplasty. During the procedure the surgeon observed metallosis. Depuy components were placed during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced absence of treatment with foreign body reaction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.